Event description:
During on-site product evaluation, the baxter service technician found that the flogard infusion pump had a battery damaged. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During visual inspection and functional testing a battery damaged was identified. The cause was a depleted main battery. The main battery was replaced to fix the found condition. The pump passed all tests and was returned to the customer in working order.